Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection:the device was not returned, however images of the explanted device were made available. The images showed the ceramic head fractured into a number of separate pieces. -medical records received and evaluation: not performed as there were no medical records provided for review by a clinical consultant. - device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: the event reported a patient fall and that the ceramic head fractured, however the exact cause of the fracture event could not be determined because insufficient information was provided. Additional information, including the returned of the device, pre and post operative reports, x-rays and patient notes are needed to fully investigate the event. If further relevant information and/or the device becomes available, this investigation will be re-opened.

Event description:
Per sales rep, the doctor stated the patient was jogging when he tripped and fell. The ceramic head shattered. The surgeon removed the stem but left the cup in. The ceramic liner was replaced with a poly liner. The stem was replaced with a modular restoration stem and a biolox delta head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, the doctor stated the patient was jogging when he tripped and fell. The ceramic head shattered. The surgeon removed the stem but left the cup in. The ceramic liner was replaced with a poly liner. The stem was replaced with a modular restoration stem and a biolox delta head.